Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion in an unknown artery. A 2x15mm mini trek balloon dilatation catheter (bdc) was used for the procedure without issue, however, after the procedure, the bdc was removed from the anatomy and set on the table when the shaft of the bdc completely separated into 2 pieces. The procedure was completed at that point and no replacement device was required. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported separation appears to be related to operational context there is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.